Event description:
Customer reported that the insulin pump alarmed motor error during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. The insulin pump received with cracked reservoir tube lip, scratched lcd window, scratched case and cracked reservoir tube. Drive support disk was inspected and no anomaly was noted.